Manufacturer narrative:
Replacement breastshields were sent to the customer. On (B)(6) 2017, a complaint handler followed up with the customer, who stated that she had been using the breastshields since (B)(6) and about one week ago she started having an issue with red bumps appearing on her breasts. She went to her doctor and was prescribed a steroid. The customer was asked if she would like a follow up by a medela clinician and she stated yes; however, a medela clinician was unable to reach the customer after multiple attempts. Reported issues of rash were investigated under ir13-(B)(4), which determined the root cause to be potential for the product, after it is opened, to come in contact with environmental allergens, lotions or creams, and cleaning solutions that may cause an allergic reaction or irritation. Such root cause is not a product malfunction or a deficiency in information available to the user.

Event description:
On (B)(6) 2017, the customer alleged to customer service that she developed red bumps around the area where the breastshields for her breast pump contact her breasts.